Manufacturer narrative:
The main component of the system and other applicable components: product ID: 3889-28, lot# va00n2r, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor . It was reported that the device was removed due to the lack of therapeutic effect. Reprogramming of the device occurred but the dates were unknown. The issue was reported resolved at the time of the report and patient's status was alive with no injury. Additional information received from the hcp reported that the issue first started after the patient fell between (B)(6) 2014. One lead was explanted. Possible a lead damaged from the fall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.